Event description:
Medwatch report with uf/importer report # (B)(4) was received by integra lifesciences corp (B)(4) on (B)(6) 2012. The reported event was described as the pt's head may have slipped from the mayfield skull fixation device. The mayfield head fixation device was adjusted on the pt's head. Bleeding was noted at the lacerated pin site. Pressure was applied with gauze to stop the bleeding. After the procedure was completed, the pt was returned to supine position. The laceration was inspected and closed with staples. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.